Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. All available information was investigated, and the reported stretched gripper line was confirmed via returned device analysis. However; the reported resistance while removing the gripper line could not be tested as the gripper line was already removed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported resistance (gripper line difficulty) resulting in stretched gripper line appear to be due to user error. There is no indication of product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device wad returned for evaluation. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the stretching and difficulty removing the gripper line. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced and placed on the mitral valve. During deployment, resistance was met removing the gripper line. The clip was able to be deployed and the gripper line removed completely. After removal from the patient, the gripper line was noted to be stretched. The procedure was completed at this time with the mr reduced to 3. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.